Event description:
It was reported there was a separation between the female connector (navy blue) and the main body of the twist clamp on a minicap transfer set. The event was described as ¿the navy blue began twisting apart and will twist back in the roller clamp¿. This was observed during use of the devices for peritoneal dialysis therapy. Additionally, the transfer set connector was completely affixed to the patient line of the cassette; further described as ¿could not get the patient line off the end of the transfer set¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). A device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h3, h6, and h11. H11: the device was received for evaluation with a beige connecter connected to the female connecter, visual inspection was performed and a separation between the dark blue female connector and the light blue main body was observed. There was evidence an insert chip was present on the female connecter. The reported condition was verified. The cause for separation was determined to be manufacturing related caused by inadequate solvent to the main body. Functional testing was performed and the returned beige connecter was connected and disconnected by hand with no issues. The reported condition of connection problem was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.